Manufacturer narrative:
Additional information has been provided in h6(health effect - clinical code).

Event description:
On (B)(6) 2025, an impella cp mechanical circulatory support device was implanted in a 77-year-old male patient for management of an acute myocardial infarction with associated cardiogenic shock. During the procedure, the case was reported to involve the development of a hematoma and active bleeding at the vascular insertion site. The patient was subsequently placed on extracorporeal membrane oxygenation on (B)(6) 2025, and the impella device was gradually weaned. Based on the limited clinical details available, this event is being conservatively classified as a major bleeding event associated with a serious injury.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected: d1, d4 (serial). Major bleed/ hematoma/ asae: the cause of the injury was not determined due to insufficient clinical details.